Event description:
It has been reported to philips that the collimator did not work. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was in clinical use for a coronary planned treatment/non-emergency treatment and the procedure was completed as planned by restarting the system. The philips field service engineer (fse) inspected the system onsite and confirmed that the collimator was not working as due to the dirt in the wedge filter. Review of the system log file showed that there was collimator positioning errors and warnings in the wedge area. Fse checked and cleaned the collimator wedge filter block to avoid new blocks. After that system was returned to use in good working order. The codes were updated based on the investigation outcome.